Manufacturer narrative:
This event occured in (B)(6). For the medwatch on the c501 analyzer identified as ce4, refer to the medwatch with patient identifier (B)(6).

Event description:
The customer alleged they received questionable creatinine jaffé gen.2 (crej) and urea/bun (bun) results for one patient on their c501 analyzer (ce3). The patient's sample was repeated on ce3 and another c501 analyzer (ce4). The customer provided the serial number for one of the analyzers, (B)(4), but it is unknown to which analyzer the serial number belonged. The patient's initial crej result from ce3 was 423 umol/l and bun result was 19.7 mmol/l. The patient's sample was repeated on ce3 and the crej result was 329 umol/l and bun result was 14.9 mmol/l. The patient's sample was repeated on ce4 and the crej result was 308 umol/l and bun result was 14.0 mmol/l. The patient's sample was repeated on ce4 and the crej result was 179 umol/l and bun result was 9.8 mmol/l. The patient's sample was repeated on ce3 and the crej result was 170 umol/l and bun result was 9.5 mmol/l. On (B)(6) 2013, the patient's sample was repeated on ce4 and the crej result was 176 umol/l and bun result was 10.0 mmol/l. On (B)(6) 2013, the patient's sample was repeated on ce3 and the crej result was 166 umol/l and bun result was 9.8 mmol/l. Results of crej and bun were phoned to the service where the patient was hospitalized, and the biologist said there was an interference on the "dosage". It was unclear which results were reported outside the laboratory. There were no adverse events. The crej reagent lot number was 673289 and the expiration date was not provided. The bun reagent lot number and expiration date was not provided.

Manufacturer narrative:
A specific root cause could not be determined. The calibration and quality control data looked fine. An inteference in the sample could not be confirmed.